Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure a resolute onyx des was implanted in the rca. Approximately 22 months post procedure patient suffered chest pain due to chronic heart failure. The investigator assessed the event as not related to the index device or anti-platelet medication. The sponsor assessed the event as not related to the anti-platelet medication and possibly related to the index device. Cec adjudicated the event as mi (vessel unknown). Patient is not recovered.